Manufacturer narrative:
The returned lead was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Testing was completed to assess lead electrical performance. Visual inspection revealed a stylet present in the lead that was easily removed in the laboratory for testing. Deformed coils were observed at approximately 175 millimeters (mm) and 185 mm from the terminal end, and the lead was noted to be pinched with coil deformation near the tip. The catheter exhibited twisting, flattening, and pinching at the transition between the flush port and shaft, which caused the lead to become stuck within the catheter, with the outer coil pinched in the same area. An alcohol bath soak lasting approximately 30 minutes, combined with alcohol injection between the catheter and lead, facilitated successful removal of the lead. Blood or body fluid residue was observed on the catheter shaft, although the catheter was not cut. A blue terminal tool was attached to the returned lead and removed in the laboratory. A kink was identified at approximately 245 mm from the distal end of the catheter. A stylet insertion test passed, confirming no lumen blockage. X ray imaging confirmed the presence of the lead within the catheter. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to the lead became stuck in the sheath during the procedure. This rv lead was replaced and not implanted. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to the lead became stuck in the sheath during the procedure. This rv lead was replaced and not implanted. No adverse patient effects were reported.